Event description:
It was reported that this lead was not implanted due to an insulation break. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Manufacturer narrative:
This has not been returned to boston scientific despite efforts to obtain this information, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code unable to exclude device problem was assigned, because the reported observations were traced to the device, but a specific cause could not be determined. A risk review was completed and confirmed that the event of damage/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this lead was not implanted due to an insulation break. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.